Manufacturer narrative:
Unit passed displacement test. Hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
The customer reported via phone call that they played recording, explain 48 warm up process, to continue to monitor the insulin pump to turn on the vibrate mode also. Customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.